Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the device deactivated itself shortly after activation. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported deactivation and failure of a pod on (B)(6) 2026 while sitting in car at endocrinologist. The patient noted controller beeped three times and displayed three error messages ¿switch to manual mode," "basal program started basal one," and "pod deactivated¿. The pod had been activated approximately 1 hour and 14 minutes prior to the event. The patient reported a rise in blood glucose levels; specific values were not reported. The patient's endocrinologist provided insulin via a syringe until the patient could return home to activate a new pod.